Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required a definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
UDI # (B)(4).

Manufacturer narrative:
(B)(4). Concomitant medical products: biolox option head, p/n 00877703601, l/n 2847928; porous shell, p/n 00620005622, l/n unknown; femoral stem, p/n 00771100900, l/n unknown. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The information provided on this form was previously submitted under manufacturing report number 0001822565-2017-05754.

Event description:
It was reported patient underwent a irrigation and debridement two months after post-implantation. The surgeon drained the right seroma and a drain was placed. Cultures taken at the time of surgery showed evidence of (B)(6) species.